Manufacturer narrative:
Multiple requests were made to the customer for the device return/replacement, an further details on the circumstances of the glidescope break. To date there has been no response. On 05/10/2013 safety alert notice c/r 3022472-5-07-2013-0001-c was also issued to all customers to provide additional safety information to remind users to carefully examine blades before and after each use, and promptly replace any that show signs of wear or damage. On (B)(4) 2013 the customer acknowledged receipt of this notice.

Event description:
The customer stated that part of the glidescope broke off by the camera. No adverse event to a patient was reported.